Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No watchdog timeout alarms noted during testing. Insulin pump received with blank display while testing due to moisture damage on electronic board stack. Unable to perform self test, off no power test, unexpected restart error test or current measurements due to blank display. Unit received with moisture damage on motor assembly and moisture damage on force sensor resistance.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer also states the contacts on the battery cap are not missing or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.